Event description:
It was reported that balloon ruptured. The 75% stenosed target lesion was located in the moderately tortuous, and severely calcified proximal to middle right coronary artery. A 5.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at a few atmospheres for about 3 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.